Event description:
During a gastric dilation procedure, the physician used a cook endoscopy hercules 3 stage esophageal balloon. The esophageal dilation balloon was advanced into the duodenal area of the stomach and inflated. The balloon became compromised after inflation (i.e. Split in balloon material). During removal of the compromised balloon from the accessory channel of the endoscope, approximately half of the balloon severed from the catheter. The severed section of the balloon detached from the device and was located in the pt's stomach. A snare was used to remove the detached section of the balloon. No additional medical procedures were required, due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved confirmed the report of a severed balloon. Approximately 8 cm of the balloon's distal section has severed and detached from the remainder of the balloon. The severed area is jagged in appearance. Both the detached balloon section and balloon dilator device were included in the return. No portion of the balloon material is missing. The detached section of the balloon folded onto itself in a crushing manner and the inner tubing of the balloon dilator is bent. These observations suggest excessive pressure had been applied to the compromised balloon when attempting to remove it from the accessory channel of the endoscope during use. The balloon tip and detached section of the balloon were examined during our laboratory evaluation. The material used to adhere the balloon tip to the inner tubing of the balloon is present. A product or manufacturing discrepancy that could have contributed to the detachment was not observed. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of a severed balloon is remote. Conclusions: this hercules 3 stage esophageal balloon was used to dilate a stricture in the duodenal area of the stomach. The intended use listed in the instructions for use is stated as follows: "this device is used to endoscopically dilate strictures of the esophagus." This product was used in contradiction with the intended use listed in the instructions for use. Use of an esophageal dilation balloon for a gastric/duodenal dilation could have contributed to this occurrence. The information provided indicated the user was attempting to remove a compromised balloon from the accessory channel of the endoscope when the balloon severed and detached into the pt's stomach. Forceful removal of a compromised balloon from the endoscope while inside the pt is the most likely cause for the occurrence. The instructions for use contain the following caution: "a compromised balloon may prohibit removal from the endoscope accessory channel. Removal of the endoscope along with the compromised balloon may be required." This activity helps the user avoid removal resistance created by the compromised balloon. Once the endoscope and balloon are removed simultaneously from the pt, the user may cut the balloon catheter next to the end of the endoscope to facilitate easy removal from the accessory channel. The initial reporter could not recall if the balloon had been lubricated prior to advancement through the endoscope. A possible contributing factor to a compromised balloon is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The initial reporter could not recall if negative pressure had been applied to the balloon prior to advancement through the endoscope. If negative pressure had not been applied to the balloon prior to advancement, this could have contributed to a compromised balloon. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A compromised balloon can occur if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. The instructions for use contain the following warning: "during dilation, do not inflate balloon beyond the maximum indicated inflation pressure." Over inflation can cause damage to the balloon. Another possible contributing factor to balloon material damage is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation. Over inflation can result in a balloon material split. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective actions warranted at this time because the information provided indicated the product was used in contradiction with the intended use listed in the instructions for use. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further corrective action is warranted at this time. The likelihood of a severed dilation balloon leading to detachment in the patient is remote. Customer quality assurance will continue to monitor for complaint trends.